Event description:
During testing at the user facility, the battery door was noted to be warped and melted. The chassis was also deformed. The user facility's biomedical engineer stated, "we purcheased batteries from another vendor and put thme in and have been having a lot of problems with them swelling". There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.